Event description:
It was reported that loss of capture was observed with this right atrial (ra) lead, which required surgical intervention to reposition the lead. During the revision procedure, the helix could not be retracted. Subsequently, this lead was replaced with a new one, and the procedure was successfully completed. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing. Subsequent testing confirmed the helix allegation based on the observation of a stretched out helix. The helix retraction difficulty occurred after surgery was initiated. The loss-of-capture allegation was not confirmed, based on normal lead resistance measurements, and inspection showed no conductor issues.

Event description:
It was reported that loss of capture was observed with this right atrial (ra) lead, which required surgical intervention to reposition the lead. During the revision procedure, the helix could not be retracted. Subsequently, this lead was replaced with a new one, and the procedure was successfully completed. No additional adverse patient effects were reported. This lead returned for analysis.